Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues. The physician tried troubleshooting the device. During this process, it was noticed that the pump remained flat, when the system was found to be closed and full of fluid. It was determined that the pump was not inflating properly, so the patient underwent a surgical procedure in which the pump was explanted and replaced without patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues. The physician tried troubleshooting the device. During this process, it was noticed that the pump remained flat, when the system was found to be closed and full of fluid. It was determined that the pump was not inflating properly, so the patient underwent a surgical procedure in which the pump was explanted and replaced without patient complications.

Manufacturer narrative:
Investigation summary: based on the available information, boston scientific concludes that the visual examination of the device did not identify any leaks; however the functional testing of the pump identified that the component failed the activation test. Based on this observation, the reported allegations of pump collapsed/dimpled/flat and mechanical issues are confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the pump did not identify any leaks in the component. The device was functionally tested and it was identified that the pump failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.